Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, but the pump had not shutdown due to the issue. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and provided instructions on using the new pump with updated software, along with guidelines for sensor use. Caller agreed to return the malfunctioning pump to tandem using a pre-paid label.